Manufacturer narrative:
Section a3b, gender: male. Section b3, date of event: unknown/not provided. The best estimation date is between jan 14, 2025 and feb 25, 2025 (iol implant and explant dates). Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The patient was able to see distance but cannot read. The issue was noticed during a post-op exam. The patient also experienced dry eye and blurred vision. Their pre-operative vision was recorded as 20/30-2, but the post-operative vision status is unknown. There were no complication such as an incision enlargement, sutures, or vitrectomy. The patient¿s status was also reported as unknown. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. Section d4, model and catalog number: drn00v and drn00v0180. Section d4, serial number: (B)(6). Section d4 expiration date: aug 9, 2027. Section d4 unique identifier (UDI) number: (B)(4). Section h4 device manufacture date: aug 9, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.